Manufacturer narrative:
No drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin. The pod generated an 0x5f hazard alarm indicating open ground at the hook switch. A timeout was observed at the end of the pods run. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined. Damage was observed to the housing vent lining up with internal damage to the reservoir. No internal corrosion was observed on the device. The position and orientation of these damages indicate that they occurred post-use.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 270 mg/dl. For treatment, the patient was given insulin and diagnostic tests. The patient was discharged after 1 hour. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.